Event description:
A malfunction code, malf 12, was reported with the customer's pump. The customer's blood glucose impact was unknown or not disclosed. Technical support decided to replace the pump and confirmed that a backup therapy, multiple daily injections (mdi), would be used to ensure uninterrupted insulin delivery. The customer understood the instructions to put the faulty pump into storage mode and return it with the pre-paid label within the specified time.